Manufacturer narrative:
Beckman coulter customer technical specialist (cts) remotely assisted the customer with troubleshooting. The customer was advised to replace the roller pump tubing (part number mu962300) which resolved the issue. (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported false low ise (ion-selective electrode) patient results were generated on the au680 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.